Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the wrong side components were implanted by surgeon.

Manufacturer narrative:
UDI no: (B)(4).